Manufacturer narrative:
The product was not returned for examination. X-rays were not available for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event. Provided info stated the tibial tray went into varus and subsided in bone. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because, the tray collapsed varus leading to subsiding into the bone.